Event description:
Retroperitoneal approach taken. Contralateral wire caught on hooks upon jacket retraction, but was resolved. Device delivery catheter was difficult to remove through the ipsilateral limb after the endograft was deployed. Unable to advance contra wire. Stents deployed bilaterally in graft limbs to improve flow.